Event description:
It was reported that during the farawave procedure at the initial insertion of the catheter went without issues. After the first flowering, the guidewire got stuck. It was really hard to move the guidewire and not possible to work. No tissue was seen at the tip of the catheter or guidewire. The guidewire was not able to be removed from the catheter. No other catheter malfunctions were present. A new catheter and guidewire were used to complete the procedure. No patient complications occurred. The device was received for analysis. It was further reported that the local representative confirmed the catheter entered the patients body.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of stuck guidewire. Upon device return and inspection, no outer abnormalities were observed. The catheter returned with a guidewire inserted. An attempt to withdraw the guidewire was made and it was successful, and a new guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. During product analysis, the device passed all test performed, showing no evidence of the reported failure. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the farawave device confirmed that the event of guidewire stuck is a known event defined in the products risk management documentation.this event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific has assigned an investigation conclusion code of no problem detected and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during the farawave procedure at the initial insertion of the catheter went without issues. After the first flowering, the guidewire got stuck. It was really hard to move the guidewire and not possible to work. No tissue was seen at the tip of the catheter or guidewire. The guidewire was not able to be removed from the catheter. No other catheter malfunctions were present. A new catheter and guidewire were used to complete the procedure. No patient complications occurred. The device was received for analysis. It was further reported that the local representative confirmed the catheter entered the patients body.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave procedure at the initial insertion of the catheter went without issues. After the first flowering, the guidewire got stuck. It was really hard to move the guidewire and not possible to work. No tissue was seen at the tip of the catheter or guidewire. The guidewire was not able to be removed from the catheter. No other catheter malfunctions were present. A new catheter and guidewire were used to complete the procedure. No patient complications occurred. The device is expected to be returned.